Manufacturer narrative:
The end user was operating the power wheelchair outside across a roadway in a crosswalk and was struck by a motor vehicle. Additionally, the client was not wearing the seat belt. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic," "[t]o avoid serious injury or death: [a]ways use the seat belt."

Event description:
The end user reported while operating the power wheelchair across the street in a crosswalk, the end user was struck by a motor vehicle and fell.